Event description:
It was reported to medtronic minimed that the customer called to report that the pump was not delivering insulin, resulting in the being hospitalized in the ICU and the insulin was administered through IV and manual injection in the hospital. The blood glucose value at the time of event was 585 mg/dl. The event involved mmt-342,unomedical,mmt-1884l, unknown sensor. The customer reported feeling sick/unwell and elevated ketones as a symptom at the time of hospitalization. Troubleshooting was performed and the customer was using the minimed 670g/770g/780g system with auto mode/smartguard active prior to hospitalization. No significant events led up to the admission, and no programming changes or air bubbles were identified. The customer was instructed to discontinue pump use, revert to backup therapy per healthcare provider instructions, and place the pump in storage mode. The product replacement/return policy was reviewed and understood. No further patient complications were reported. No product replacement or return was required mmt-342,unomedical,mmt-1884l, unknown sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.